Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 17349294/17349294.

Event description:
It was reported that the patient had an infection at the pocket. Signs of infection were drainage and redness in the area. It was also noted that the cause was unknown and nothing happened during the recent procedure that may have contributed to infection. All device components were explanted and were not returned.